Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing eye irritation for 2 years, dizziness, headaches, vomiting, throat irritation/soreness, nausea, rhinitis and shortness of breath. The patient has alleged to seeing many specialists. The patient has also alleged to seeing black particles in the mask. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.